Manufacturer narrative:
The device was retained by the hospital and will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported: the tip of the 2.5 drill bit broke off as it encountered another screw. The 2.5 perc drill bit (703586) broke in tibia while drilling. Several holes were drilled successfully in the tibia prior the event. Patient had decently hard bone. Procedure was completed successfully with replacement. Tips of drill bits were left in place as retrieval would have potentially caused damage to the bone.

Event description:
It was reported: the tip of the 2.5 drill bit broke off as it encountered another screw. The 2.5 perc drill bit (703586) broke in tibia while drilling. Several holes were drilled successfully in the tibia prior the event. Patient had decently hard bone. Procedure was completed successfully with replacement. Tips of drill bits were left in place as retrieval would have potentially caused damage to the bone.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on past complaints and rmf some of the possible causes are but not limited to: too high torque, drill getting in contact with the implant (hard/metal object) due to misalignment, mistreatment of the instrument etc. If any additional information is provided, the investigation will be reassessed.